Event description:
Patient was undergoing a total hip revision and while exploring the joint, a foreign object was found. The object appeared to be a small rubber tip cover that is used to cover the sharp end of surgical instruments. The object was described to be about the size of a small safety pin, cream color with three holes on each side. It is believed that the pt retained the object during her initial hip surgery in 2003. It was not a causitive factor for her hip revision.